Manufacturer narrative:
On (B)(6), 2021, since both devices (lots 5609078, and 5622750) were analyzed and both implants seem to be ruptured, the report with lot 5609078 is for the left side device and one with lot 5622750 (manufacturer report number 1645337-2021-11081) will be for the right side. If/when additional information becomes available, supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 16, 2021, device evaluation was completed for lot number 5609078. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 400cc had a tear at the juncture between the shell and patch. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(6) recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast implant rupture, and capsular contracture; baker grade ii. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with an unknown size unknown gel implant and experienced breast implant rupture, and capsular contracture; baker grade ii on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3504001bc" - field d4 for lot number is either 5609078 or 5622750 - follow-ups are in progress to find out which lot is the left side - field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation (mre) was performed for lot numbers 5609078, and 5622750, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 5609078 manufacture date: june 2, 2005 lot 5609078 expiration date: may 1, 2010 lot 5622750 manufacture date: august 4, 2005 lot 5622750 expiration date: august 4, 2010 on (B)(6) 2021, the mentor failure analysis lab received both the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).